Event description:
Litigation papers allege: pain and discomfort, interference with her activities of daily living and other problems. On (B)(6) 2011, blood test were ordered the results are as follows: chromium 3.1 h cobalt 7.0 h. She will need to have a bilateral revision surgery in the future. Update rec'd (B)(4) 2012 - pfs and medical records received. Part/lot was provided. Patient alleges high metal ions so the two unknown depuy pennicle hips are being changed to a metal liner and head for the left implants. Another liner and head are being added for the right primary implants. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.